Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
It was reported to vyaire medical that the vela ventilator occurred transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.